Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received through the beta bionics support team, the patient experienced inaccurate cgm glucose values. At the time of the event, the patient was using a beta bionics insulin pump and had access to a home blood glucose meter. At the time of the event, the patient experienced vomiting, followed by loss of consciousness and a fall resulting in a head injury. No cgm or fingerstick blood glucose (fsbg) values were available prior to the onset of symptoms. Upon regaining consciousness at an unspecified time later, the patient contacted emergency medical services (ems), who transported him to the hospital on (B)(6) 2026. Upon arrival at the hospital, the cgm displayed a glucose value of 80 mg/dl, while a blood glucose measurement was reported to be greater than 1,000 mg/dl. The patient had limited recollection of the event and subsequent medical treatment. The highest cgm value he recalled during the event was 80 mg/dl, and no home bg meter readings were reported. The patient was admitted to the hospital for treatment, which included insulin injections. No medical treatment was required for injuries sustained during the fall. After his blood glucose levels stabilized, he was transferred to a rehabilitation facility on (B)(6) 2026. During his rehabilitation stay, the patient experienced a seizure that was reported to be unrelated to the cgm event. As of (B)(6) 2026, the patient was reported to be in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.